Event description:
Related to (B)(4). It was reported that the patient had an elevate anterior implanted. The patient experienced a recurring cystocele. During a revision surgery on (B)(6) 2014 to implant an incontinence sling, the elevate was noted to have "slipped back away from the bladder neck." This was corrected, "stitches used to bring the elevate mesh closer to bladder neck". No additional patient complications have been reported in relation to this event.